Event description:
The healthcare professional reported that during an endovascular embolization procedure, the physician released the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 9275829) and it was observed that the stent could not open completely. The physician used a balloon catheter (unspecified brand) to dilate, and the stent migrated to the a2 segment of the anterior cerebral artery, which could not cover the aneurysm neck. It was reported that the physician ¿adopted medication treatment and completed the procedure.¿ the procedure was prolonged by about 10 minutes. There was no report of any negative impact on the patient. On 09-oct-2025, additional information was received. Per the information, the endovascular embolization procedure was targeting an unruptured aneurysm on the anterior communicating artery there were no vessels or aneurysm factors that may have contributed to the incomplete stent expansion. There was no evidence of obstructed blood flow. Per the information, the temperature indicator label on the inner pouch had not been checked. The stent did migrate to the a2 segment of the anterior cerebellar artery in the incomplete opening state. The physician did use the balloon catheter in attempt to dilate the migrated stent. The use of the balloon catheter did contribute to the stent migrating to the pre-cerebral a2 where it remains implanted. The event description documented that the stent migrated into the a2 segment and could not cover the aneurysm neck. The additional information confirmed that an enterprise 2 stent ¿was [used to cover] filled in.¿ the information also confirmed that aside from the reported 10-minute procedure extension which was not considered to be clinically significant, there was no negative impact on the patient. No prophylactic medication was administered to the patient as a result of the broken delivery wire. Information on how the procedure was completed could not be obtained. Information related to whether the patient was prescribed any medication after the procedure was completed was also unobtainable. On 12-oct-2025, additional information was received. Confirmation from the sales representative was received; per the information, the delivery wire of the stent was not broken.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9275829. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The incomplete expansion of the enterprise2 vascular reconstruction device (vrd) could lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. Migration-embolization, or the movement of the implanted device into another vessel or to a distal portion of the target vessel, could potentially result in ischemia or infarct. The incomplete expansion of the enterprise2 stent required the surgical intervention of using a balloon catheter for dilation in an attempt to expand the stent fully, which resulted in the migration-embolization of the enterprise2 stent. There were no reports of patient harm; however, the procedure was completed without the stent covering the aneurysm neck and medication therapy was required. Based on the required surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Per the additional information received on 09-oct-2025, it was reported a second enterprise2 stent was used to cover the aneurysm neck. This, in addition to the balloon dilation, constitutes as a required surgical intervention due to the reported event. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.